Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the device did not work. The case was completed with another h2tuv. There was no patient consequence.